Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
The patient developed a rash on her back and stomach underneath the lifevest that continued down to her legs. The patient reportedly had a silver allergy. The patient spoke with her doctor and the doctor suggested to remove and return the lifevest. Since removing the lifevest, the rash went away by itself.